Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a por (power on reset) message and therefore their therapy stopped due to the por. It was reported that the patient was charging up their stimulator fully and indicated that their stimulator was off when the por message was seen. The patient reported that they had called a rep today and they told the patient that their stimulator should be off because of the por message. The patient then alleged that they were still feeling stimulation in their abdomen even when their device was off and stated that that worried them. The patient stated that their anxiety goes up because they did not know why this was happening. The patient also stated that it was hard for them to sleep at night with the stimulation sensation in their stomach. Patient services had the patient use their programmer to check the por code again, but the patient stated that the por code was gone now and they could see their settings. It was confirmed that the patient was able to turn their ins off/on now and the patient indicated that the stimulation was gone now when they turned it off. It was recommended that the patient follow-up with a manufacturer representative (rep) or healthcare provider (hcp) to have their device checked. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2019-may-17. It was reported that the cause of the por was not able to be determined at present. The cause of the abdominal stimulation sensation when the ins was off was reported to maybe be due to battery problems. At present the issue of the abdominal stimulation was resolved. The battery was to be replaced. No further complications were reported.